Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, to replace a pericardial tissue valve in the mitral position, the valve partially dislodged from the mitral bioprosthetic following expansion of the melody. A portion of the valve was noted to be in the left atrium. A second valve was then implanted valve-in-valve and was expanded to capture the first valve and position both valves within the mitral bioprosthetic. Upon balloon deflation the two valves moved out of position and were noted to be partially free in the left atrium. Surgical consultation was obtained and the patient was brought to the operating room in stable condition for removal of the two transcatheter valves. The mitral valve was successfully replaced with no adverse patient effects reported. The patient has a history of marfan's syndrome with a history of five cardiac surgical procedures.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the second valve was approximately 1.3 cm deployed past the first valve on the outflow end showing an overlap. The second valve has an ID (inner diameter) measuring approximately 21.75 mm suggesting the valve was dilated using a 22 mm balloon. The leaflets for the first valve were partially exposed on the inflow due to the position the second valve was deployed. The exposed leaflets in the first valve were slightly stiff but flexible except one leaflet where coagulated blood became entrapped. Commissures for the first valve were not visible. All commissures on the second valve were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis was unable to determine the cause of the clinical observation. (B)(4).

Manufacturer narrative:
Medtronic received information via a journal article published in euro-intervention regarding complications associated with surgically implanted mitral valves from march (B)(6) 2012 (duplicate report for the article was sent in medwatch # 2025587-2014-00360). The serial numbers were subsequently obtained for patients/products and the event was previously reported in this medwatch. No new information was noted in the article related to this event.